Event description:
The customer reported being hospitalized due to high blood glucose levels. The customer also reported that the infusion sets get stuck along the inside wall of the insertion device. Advised the customer that the insertion device would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2011-84010.